Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that an alarm for an error code occurred when the device was powered on. No patient injury was reported.